Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument to test for sars-cov-2 a false positive result was obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: biogx sars-cov-2 open system reagents for bd max¿. Eua #: (B)(4).

Manufacturer narrative:
The following fields were updated due to corrected information: b5: describe event or problem: it was reported that while using the bd max¿ system, bd max¿ instrument to test for sars-cov-2 a false positive result was obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: biogx sars-cov-2 open system reagents for bd max¿ eua #: (B)(4). D1: medical device brand name: bd max¿ system, bd max¿ instrument. H6: investigation: a "false positive" complaint was reported against the bd max instrument catalog number 441916, serial number (B)(6). Customer reported that they received a false positive report on biogx sars cov-2 assay. Customer had tested the specimen and received a positive result. A sister clinic retested an aliquot from the original sample and received a negative result. Customer confirmed that they performed an environmental monitoring weeks prior. Review of the database and log file was conducted by global service and it was determined that the false positive is likely to be induced by a bubble in the cartridge. Field service was dispatched. Field service completed a health check of the instrument, performed a health check, and made adjustment to side a through cal rack script and tray alignment. Instrument was returned functional. No parts were replaced or returned to bd for investigation. Root cause cannot be determined with the information provided. Complaint is confirmed. The investigation consisted of a review of the instrument installation ,and service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd instrument max clinical to test for sars-cov-2 a false positive result was obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: biogx sars-cov-2 open system reagents for bd max¿. Eua #: (B)(4).